Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted when setting up the impella catheter the optical sensor did not detect initially. Staff unplugged and tried again. The catheter was recognized and started, but no aortic valve placement signal was displayed. Issue was resolved by swapping aic. Patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was not confirmed. The cause of the loss of opm comm was unable to be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.